Event description:
A report was received that the patient underwent a pocket revision due to discomfort at the pocket site. The physician elected to replace the ipg. The ipg was working properly prior to replacement. The patient was reportedly doing well following the procedure.